Event description:
Indication for procedure: sepsis with lead vegetations. Procedure: this was a left-sided lead removal procedure performed in the cardiac catheter lab. Two leads (ra & rv) were prepped with a lld-e, lasing with the 14f sls and the visisheath. The procedure was difficult due to the significant amount of vegetation around the leads. The ra lead was originally implanted 8 yrs, 5 months prior, the rv lead implanted 13 yrs, 4 months. After both leads and the sls/visisheath were removed the pt's blood pressure began to decline. Within 6 minutes intervention was initiated, a cardiac perforation discovered and successfully repaired. Device analysis: no devices were retained for return analysis, as they were disposed of immediately after use. An internal lhr of 3 lots (500-012/lot# c10e03a, c10e03b, c10e03c) shipped prior to the (B)(6)2010 procedure were reviewed. No product non-conformances or defects were identified during this review. Pt status: recovered, hemodynamically stabilized and discharged from the hospital on (B)(6)2010.